Event description:
Note: this report pertains to the second of two hologic devices used in the same procedure. See associated medwatch MFR's report# 1222780-2011-00151. A physician reported that he attempted a uterine ablation 3 times with a thermachoice device, each time adding add'l fluid until he reached 90cc. Each time "pressure wouldn't stabilize." After the first 2 attempts a laparoscopy was done and after the 3rd attempt a hysteroscopy was done and no perforation was seen. The physician then sounded the uterus at 10.5 cm and switched to a novasure device. There were 2 unsuccessful cavity integrity assessment (cia) tests and the procedure was aborted. A laparoscopy was done for the purpose of a tubal ligation and a perforation was seen at the fundus. Also noted, "the fundus appeared necrotic or rotten." The physician "felt the wall of the uterus was weakened from over distention during the thermachoice attempts." Because of "some bleeding that was present and the pt's history of endometriosis" the physician decided to do a hysterectomy. The pt remained in the hosp for 2 days and was discharged on (B)(6) 2011. The pathology report indicated: exogenous progesterone effect, a perforation, and small fibroids. On (B)(6) 2011, the physician reported the pt has been seen on f/u and is "doing fine."

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore, the exp date is not known. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned, therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore, the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot and serial numbers were not provided by the complainant. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure sys performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. According to the instructions for use (IFU) precautions: the efficacy of the novasure sys has not been fully evaluated in pts with a uterine sound measurement greater than 10 cm. (B)(4).